Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up complaining of pain at the implant site. The patient elected to have the right ventricular lead removed without replacement. Drainage was present upon explant, and the physician suspected the implant procedure as a likely cause of infection. The patient was in stable condition.